Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.